Event description:
It was reported that via a merlin.net transmission, the ventricular lead exhibited multiple episodes of noise reversion. The lead remained implanted. The patient was brought in for further testing, noise was recreated with isometrics. The patient would be reassessed at next follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
New information indicated the lead continued to exhibit noise. The noise could not be replicated in clinic. The lead remained implanted.